Manufacturer narrative:
Other, other text: b5: additional information received on 26-oct-2022 via email and attached to complaint object:?patient details updated below. The reported product fault while in use with the patient. The product issue did not contribute to patient or clinical injury. The actual cassette is available for investigation. The cassette was not replaced at the time of this report; however, the patient had additional cassettes and was able to successfully continue their infusion which is life sustaining. The event has been resolved. Report was provided by the patient/caregiver. B5: additional information received on 8-nov-2022 via email: the patient informed their pharmacy partners that the device was sent back. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Lot/serial# not provided. Operator of device is unknown.

Event description:
It was reported that the pump exhibited multiple no disposable/no cassette errors approximately every six hours or so the last day or two no patient injury was reported.